Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation (paf) a faradrive steerable sheath clear was selected for use. The nurse noticed that the tip of the dilator had a sharp edge and it was unsafe to use it. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Faradrive steerable sheath clear was received at boston scientific post market laboratory. The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to test the functionality of the sheath. It was able to deflect and hold deflection. Inspection under the microscope confirmed damage at the tip of the dilator. The "quality control deficiency" conclusion code was selected for the allegation of "damaged/defective" as the dilator was inspected to be damaged.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation (paf) a faradrive steerable sheath clear was selected for use. The nurse noticed that the tip of the dilator had a sharp edge and it was unsafe to use it. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.